Manufacturer narrative:
The crrt circuit heater, which was described in the event description, is not a part of the prismaflex dialysis system manufactured by gambro (B)(4). This device is a blood warmer prismaflo ii manufactured by stihler electronic as an accessory to prismaflex dialysis system. It is intended to warm the blood return line during prismaflex crrt treatment. Because of the characteristics of this event the manufacturer judges the event fits in the recall for this product that addresses this potential failure. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported that a crrt circuit heater malfunctioned and melted a patient's blood return line. Smoke/steam was present. Rn noticed that the circuit warmer hose was hot to touch with blisters on the surface. The crrt needed to be discontinued. Rn notified change immediately. There was no patient injury or medical intervention associated with this event.